Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) returned a fractured silent nite device. Additional information received reported that while the 26 year old, female patient was sleeping on (B)(6) 2026, the anchor broke. There is no report of patient injury or the need for medical intervention. It is unknown when the patient stopped using the device.